Event description:
Per physician's office, low impedence assumed to be due to lead. In surgery, lead tested fine. Problem then attributed to generator. Both lead and generator were replaced.

Event description:
Add'l info rec'd from MFR 12/1/00: the model 7223cx was returned to medtronic for analysis. The reported long charge time was verified and analysis results indicate the capacitor to be out of spec. The model 6932 was not returned for analysis, therefore no conclusion can be drawn. Prolonged charge time was reported and confirmed through evaluation of this ICD. The field report and analysis results are consistent with class ii recall z-261/262-0. The devices have been explanted. Total implant duration time for both devices was aproximately 41 months. The devices were implanted and explanted.